Event description:
A baby was having hearing screening completed on sonamed clarity 1 system. The left ear oae (otoacoustic emissions testing) test failed at all frequencies and the user expected abr (auditory brainstem response) failure also, yet the abr on both ears passed. This seemed wrong, so a re-test was done of the abr and both the right and left ears now 'referred' on the clarity 2. Three other babies were tested and passed abr on the clarity 1 and 'referred' on the clarity 2.